Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the monopolar energy was not working and the iesu (integrated electrosurgical unit) displayed an error "c-34" when energy was applied. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse) the operating room (or) team replaced the cautery cables and instrument, however, without success. Tse instructed the caller to reboot the iesu, but issue persisted. To proceed with the case, the or team used a third party generator with the external generator pedals. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The operating room team could not find the cable for the force triad, so another external generator was used to successfully complete the procedure. Patient related information could not be provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the iesu (serial#: (B)(4). Following service, the system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint that the unit displayed an error c-34. When fa powered on, the reported error occurred. The unit was returned to original equipment manufacturer for repair. Additionally, the unit was found to have a discolored bezel and the top cover had deep scratches. A procedure log review confirmed the pancreatoduodenectomy procedure date on (B)(6) 2022 on system sk3436. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the integrated electrosurgical generator unit (iesu)was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.